Event description:
Healthcare professional reported right deflation and "textured to smooth due to product concern". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right deflation and "textured to smooth due to product concern". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a delamination total of valve was observed assessed as an adhesive failure. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: white particles inner the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation and "textured to smooth due to product concern". Healthcare professional additionally reported "hole on patch side" and "hole on valve side." Device has been explanted and replaced.